Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record evaluation: based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. No nonconformity report, documentation or labeling changes, and escalations are required. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Patient info: unknown/ not provided. Email address: unknown/not provided. Telephone number: unknown/not provided. Zip code: unknown/not provided. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there were no foreign substances in the product, but cosmetic issue was found on the surface of an intraocular lens (iol) during post-op exam. Patient had discomfort and iol was explanted. Zxr00 ((B)(4)) was implanted as replacement iol. After surgery, the patient progress was stable and discomfort decreased significantly. No further information available.

Manufacturer narrative:
Section d9: device available for evaluation: yes date returned to manufacturer: 30 sep 2021 section h3: device evaluated by manufacturer: yes device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted